Manufacturer narrative:
Product ID: mc1cr01-delsys (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), the tether was cut but could not be fully removed so a snare was used to remove the device. A traditional single chamber device was implanted the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.